Manufacturer narrative:
Reporter first/last name: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery failed during testing. The fse evaluated the device onsite and determined that the product malfunctioned due to a battery failure. The fse provided information to the customer to replace the battery in order to resolve the issue. The device remains at the customer site and no further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery reaching the end of its service life. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was instructed to replace the battery. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.